Event description:
It was reported that an error code 3 occured during the case. The disposable was replaced and the case was completed successfully with no pt consequence. Device is being returned for analysis.